Manufacturer narrative:
(B)(4). The sample was discarded and is not available for evaluation. If additional relevant information becomes available, a follow-up report will be submitted.

Event description:
It was reported that leak was observed in an unknown one link luer activated device (lad). The leak was observed at the connection of the one link lad and an unknown syringe. There was spillage of radioactive material. The reported condition occurred before patient use. There is no report of patient involvement, injury/adverse events, or medical intervention in association with this event. No additional information is available.